Event description:
It was reported that the patient presented to the clinic with reports of dizziness. The physician observed right ventricular (rv) lead noise and inhibition of pacing. The patient underwent extraction of rv lead, and it was discovered that the insulation was worn away underneath the suture sleeve. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise and insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found two external insulation abrasions breaching the outer insulation, consistent with friction to device can and a full breach outer insulation degradation proximal to the suture sleeve tie marks. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion and degradation zones.